Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead constriction and stylet operation inconvenience was experienced at the time of implant. It was further reported that ¿constriction had occurred in the inner cavity of the lead during¿ implant of the trial lead and that it was ¿difficult to insert or switch the stylet¿ as a result. An alternate translation of the event reported the ¿lead was occluded¿ and that ¿the stylet could not be inserted and replaced¿ as a result. It was noted that test stimulation was not performed with the lead. Instead, the lead was not implanted and was immediately replaced with a new lead as a result of the event. The issue was resolved with replacement of the lead. Regarding what potential factors may have caused or contributed to the event, a manufacturer representative (rep) involved with the event reported that ¿there were many cases where torque was applied in the process of controlling the lead¿s orientation¿ and that ¿if torque was applied by twisting the lead¿s midsection, the cavity of the area where the stylet is inserted becomes constricted, making it difficult to insert or remove a stylet all at once.¿ the rep added that ¿to prevent that, rotating the caudal end of the lead as much as possible was recommended, but physicians who insert leads while pushing the puncture needle down on their own will essentially advance the electrode while pinching the lead midsection from a distance.¿ it was noted there was ¿no¿ patient involved with the event.